Event description:
Heparin syringes were labeled with the expiration date 05/26/99. The correct expiration date for this lot was 10/26/98 facility was contacted on 10/21/1998 and discontinued use of this lot prior to expiration. All product was returned to caps for destruction on 11/13/98.